Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. Beginning (B)(6) 2015, non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing were noted. Analysis of the device memory indicated the right ventricular lead integrity alert. The rv lead integrity warning occurred on (B)(6) 2016 for a sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes.

Event description:
It was reported that the patient came to the hospital due to a right ventricular (rv) lead integrity alert (lia) and noise was observed in the records. It was noted that the alert was due to the sensing of electromagnetic interference (emi). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.